Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned inside a 4f terumo radifocus (10 cm) introducer sheath. In the as-returned state, about 1 mm of the device tip and about 20 mm of the stent were protruding from the distal end of the introducer sheath. The outer shaft was found severely deformed (i.e. Compressed) over a length of about 33 mm, starting about 13 mm proximal to the introducer sheath. The damage pattern is indicative for the application of a pushing force despite meeting resistance. After separating the device from the introducer sheath, it became apparent that the outer shaft had been retracted by about 10 mm. The stent had been partially released and is severely deformed in its distal portion. The diameter of the retractable shaft was measured outside of the deformed zone and complies with the specification. Microscopic inspection revealed scratch marks and indentations at the device tip. The introducer sheath also shows indentations and is widened at its distal end. The safety button at the handle has not been pressed down (i.e. Is in the locked position). Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection, and the outer shaft diameter is measured to 100%. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The most probable root cause for the reported event is related to a tolerance issue between the pulsar-18 t3 and the introducer sheath used in the intervention.

Event description:
A pulsar-18 t3 stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous ostial part below the knee. After implantation of a first pulsar-18 t3 and dilatation with a dcb, the complaint device was attempted to be implanted, but slight resistance was felt during advancing through the introducer sheath. When pushing forward, the stent was partially released at the distal end of the introducer. The device was removed together with the sheath and the guide wire.

Event description:
A pulsar-18 t3 stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous ostial part below the knee. After implantation of a first pulsar-18 t3 and dilatation with a dcb, the complaint device was attempted to be implanted, but slight resistance was felt during advancing through the introducer sheath. When pushing forward, the stent was partially released at the distal end of the introducer. The device was removed together with the sheath and the guide wire.